Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance, did not see error recur, and successfully started new sensor session; no additional issues were reported.